Event description:
Ans was advised in 2009, that the pt was implanted with two percutaneous leads three months prior. The leads were explanted the following month, due to an infection at the lead incision site. The pt was placed on oral antibiotics and returned home. The pt is doing fine. The surgeon plans to reimplant leads to a later date. Explanted leads were not returned to ans for eval.

Manufacturer narrative:
Lot#: 2765398, exp date#: 03/31/2011. 03/2009. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form and opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.